Event description:
It was reported that this was a venotomy closure of the common femoral vein using the pre-close technique via a 7f sheath hole prior to an electrophysiology (ep) interventional procedure. Reportedly, a weird cracking noise was heard during step 1 and a cuff miss [suture retrieval issue] occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 17f sheath and the ep procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported needle to cuff miss. The cause of the noise is undetermined but is likely related to the cuff miss. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.